Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals that were oversensed and resulted in pacing inhibition. Technical services (ts) was consulted and discussed stored data as well as device programming settings. Further in clinic examination was recommended. This rv lead remains in service. No adverse patient effects were reported.